Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) reviewed remote support service (rss) data and identified repeated failures on door 1. Similar issues were noted in cases where the door was not closed firmly at the center of the handle, leading to intermittent failures. The fse advised the customer to manually release the doors to force a failure and enable storage recovery, and to ensure staff closed the doors firmly at the center of the handle. The customer was able to recover storage successfully. The system functioned as intended after field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed and displayed a hardware failure on the screen while attempting to recover storage. The customer tried to reboot the station and turned off the machine switch, but the issue persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.